Manufacturer narrative:
"Reported event: mps reported camera connection error. Device evaluation and results: per gsp 158485: - cleaned male and female fibers. Removed f17 computer and cleaned connections. Product history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209927, (B)(4) shows (B)(4) additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: completed all presurgery testing with passing results. System ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
(B)(4). (B)(6) reported camera connection error. Cleaned male and female fibers. Removed f17 computer and cleaned connections. Completed all presurgery testing with passing results. Case type: pka. Delay of 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp (B)(4): (B)(4) - mps (B)(6) reported camera connection error. Cleaned male and female fibers. Removed f17 computer and cleaned connections. Completed all presurgery testing with passing results. Case type: pka. Delay of 30 minutes.